Event description:
A malfunction was reported by the caller regarding the pump. There was no reported impact on the customer's blood glucose level. The customer was assisted by the cts in turning the pump back on, as the malfunction code had not recurred after resetting. The customer was instructed to continue using the pump and to call back if any malfunction code reoccurred, which the customer acknowledged and understood.